Manufacturer narrative:
E1: address: - line 2: (B)(6). The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the rigid endoscope sheath ceramic tip broke. It is unknown how the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information on device evaluation and the legal manufacture¿s final investigation. Correction to b5 of the initial report: the patient was not under anesthesia and the intended diagnostic procedure was completed using the same device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation. It is likely that a damage to the ceramic beak of the sheath was caused by thermal induced impact, wear and tear, improper handling, mechanical overload like fall, shock or similar stress. However, a definitive root cause of the reported issue could not be determined. The subject event can be detected and prevented by implementing in accordance with the below instructions for use (IFU): ¿4 before use warning infection control risk properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing inspecting the product visually inspect the product. Make sure that it has: -- no corrosion -- no dents -- no scratches ceramic insulation at distal end visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning risk of injury impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product if the product is damaged or does not function properly, contact an olympus representative or an authorized service center.¿ olympus will continue to monitor field for this device.